Manufacturer narrative:
Additional information was received that the patient underwent a pocket revision procedure. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing pain at the ipg site. It was noted that the pain was particularly in the scar of the ipg revision. Bupivacaine was injected into the scar neuroma and was also provided with lidoderm patches. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that no further information could be obtained.

Event description:
A report was received that the patient was experiencing pain at the ipg site. It was noted that the pain was particularly in the scar of the ipg revision. Bupivacaine was injected into the scar neuroma and was also provided with lidoderm patches. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient was experiencing pain at the ipg site. It was noted that the pain was particularly in the scar of the ipg revision. Bupivacaine was injected into the scar neuroma and was also provided with lidoderm patches. The patient will undergo an ipg replacement procedure.